Event description:
Plaintiff alleges the diagnosis of a severe allergic sansitivity to latex caused by exposure to excessive levels of allergenic proteins in latex gloves. She alleges suffering from rashes, hives, hand sores, wheeezing, runny eyes and nose, itching, and redness and as a result, has been forced to abandon her employment as an operating room technician.